Event description:
It was reported that the evening following the implant of the right ventricular lead, the patient complained she was not feeling well. The physician realized the lead had perforated the patient. A successful reposition was done. The patient was -ok- after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.